Event description:
It was reported that a patient has a renasys touch displayed the blockage warning. The canister was changed and the device did return to continuous 120 mm hg but within 5 minutes the blockage warning reappeared. All connections were secure. The nurse was advised to consult with the provider for a possible dressing change. No serial number available. A back up was not available.

Manufacturer narrative:
The device intended for use in treatment has not been returned for evaluation, therefore we are unable to establish a relationship between the reported event, if the device is returned in the future this complaint will be re-assessed. Blockage, canister full, false and constant alarm alarm thresholds are set after thorough testing and are always set to ensure the complete safety of the patient. It is possible in extreme cases that the alarm may trigger inadvertently. In this instance therapy will still be delivered. A complaint history for the reported event has been reviewed revealing further instances, these instances are being monitored to determine if additional actions are required. A review of the manufacturing records was not possible as the lot number was not provided for the reported device. This investigation is now complete with no further actions deemed necessary and at this time we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. By acknowledging and investigating your complaint this collaboration enables us to drive our passion to continuously review, improve and steer our shared purpose of providing the best possible outcome for customer and patients. Smith and nephew take all customer complaints and concerns seriously, we strive to have the best understanding of our patients needs and have built a strong culture of care, collaboration and courage to offer a service which we are proud of.